Manufacturer narrative:
The reported events for the inability for implant and the lead ¿could not be fixed¿ were not confirmed. A complete lead was returned in one piece for analysis. Visual, x-ray, electrical, and mechanism analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2021-33764. It was reported during initial implant that the atrial (ra) lead was unable to fixate in the right atrial. It was also noted that the right ventricular (rv) lead exhibited high pacing impedance during the procedure. The ra and rv leads were explanted and replaced. The patient was in stable condition.